Event description:
The user facility reported an (B)(6) male patient in st-elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient had continuous oozing around the repositioning sheath. The patient was given one unit of packed red blood cells and femostop was placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the access site bleed was unable to be determined due to insufficient clinical information that resulted in the cause of oozing and product was not returned for investigation.